Event description:
During an incident in 04 involving a patient in cardiac arrest, the unit prompted "check electrodes" serveral times during the period it as to electrodes or cable. The defibrillator identified shockable heart rhythm and charged. The delivery of shock was interrupted 3 times with the message "check electrodes" between shocks @1 and 3. After delivery of shock number 3, the message "check electrodes" occurred nearly continously. A second defibrillator was then used and the patient was successfully resuscitated